Event description:
It was reported that this lead exhibited high out of range pace impedance measurements prior to implant testing. The lead was thus not used and is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this lead exhibited high out of range pace impedance measurements prior to implant testing. The lead was thus not used and is expected to be returned. No adverse patient effects were reported.